Event description:
It was reported that the patient's mother noted a first decline in his speech understanding for his right ear in (B)(6) 2009 (the patient is bilaterally implanted). Around this time, the patient also lost his external equipment for this ear. When he was re-fit with his processor, his mother noted that his performance appeared to decline further. The patient was evaluated by the clinic (B)(6) 2010. At this time, a change was noted, specifically the appearance of sc on electrodes 3 and 11 as well as a fluctuation of ">" on channels 2, 6, 7, and 8. Channel 4 has been consistently hi per the clinic for at least a year or so. The patient's speech discrimination for his right ear was poor at 30%. Speech discrimination with his left ear is at 78%.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.